Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Pediatric user is using an adult receiver. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded recevier log did not confirm the reported event of a permanent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.